Event description:
The device was used during an unspecified procedure on sigmoid. Reportedly, the cable of the device broke and the instrument did not fire. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.